Event description:
It was reported, the patient was unable to communicate with one of her ipgs. She is implanted with two separate scs systems. She recently had a new trial to test a different placement, during which she turned off both scs systems. After the trial ended, only one ipg was successfully turned back on. She is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.